Event description:
The customer loaded patient samples using the glp systems track for testing on the alinity c processing module. The customer questioned the results that were generated. The customer then reloaded the patient samples using the alinity racks without the glp systems track and the repeat results did not match the initial results. The following data was provided. (B)(6). Sodium: initial result 116, repeat 138 mmol/l (B)(6). Sodium: initial result 118, repeat 138 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
The service representative reviewed the module logs and determined the peristaltic head tubing and seal, water line, syringe the likely causes of the issue. The parts were replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.this follow up includes a correction to include the codes in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.